Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that during a pre-discharge check, loss of capture (loc) was observed on this right ventricular (rv) lead. It was determined that the lead had become dislodged. A lead revision procedure was performed. The lead was successfully repositioned and remains in service. There were no additional adverse patient effects.